Event description:
It has been reported to philips that the table could not be moved up and down and the table top was free floating. The procedure was cancelled and the customer alleged that there was a possible health risk due to the delay. Though there was no alleged death or serious injury, we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Add MFR narr: philips has investigated the reported problem. According to the information collected, the reported problem was found before the start of the procedure. The patient procedure was rescheduled. A philips service engineer inspected the system on site and analyzed the log file. Analysis of the log file confirmed a post (power on self test) error occurring in the geometry of the azurion system during start-up. As a result, the table power is turned off and the user is informed by the following user message ¿some table movements are not available¿. The loss of power to the patient table caused the tabletop to free float. The philips engineer identified an issue with the height amc drive and lateral amc drive. In ad7 (angio diagnost) patient support tables the movements are controlled by 1-6 amc (advanced motion control) digital drives (depending on configuration). The height amc drive was replaced, which restored the table's height movement. The lateral amc drive and lateral drive assembly motor were replaced to resolve the geometry issue that caused the table to free-float. The lateral amc drive and lateral drive assembly work together to perform a movement. If such a component fails, motorized movements of the patient support table are no longer possible and the brake of the table will be released enabling free-floating. Replacing the above-mentioned parts restored the patient tabel functionality and the system was returned to use in good working order. -------------- corr data: coding updated based on investigation outcome.